Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited intermittent capture. The patient was subsequently brought into the clinic, where device interrogation confirmed that the rv lead exhibited a high capture threshold. Programming adjustments were implemented to address the issue. The patient remained stable throughout.